Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9: is this device available for evaluation?, h6: type of investigation and investigation findings. H11: the device was returned for evaluation. The visual inspection performed on the returned device revealed that, when the pouch of two opened dressing packs had been opened, it had ripped/cracked the back of the packaging. Regarding the inspection done on the sealed dressing, it opened without ripping/cracking the back of the packaging. It is likely that the defect on the opened dressings occurred due to the dressing having a strong seal. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that before a npwt, the back of the packaging of two (2) pico 7 10cm x 40cm cracked when unpacking, so the patch became unsterile. The treatment was performed, without any delay, using an equivalent s+n back-up device. Since incident occurred before treatment; patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.